Manufacturer narrative:
On january 30, 2023, mentor receiving information indicating that no seroma or surgical intervention occurred or was experienced by the patient on the device serial# (B)(6). In addition, the patient previously reported cutaneous contour deformity was confirmed to be anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information indicating the patient experienced a seroma post-operatively, which required surgical intervention to treat via ultrasound-guided drain placement. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, device migration. Manufacturer¿s reference number: pc-(B)(4).

Event description:
This event is associated with the men-(B)(6) clinical trial, participant (B)(6). It was reported that a caucasian female patient underwent a breast reconstruction revision with a 685cc mentor memoryshape breast implant and experienced a device migration and wrinkling on the left side post-operatively. As a result, the patient underwent explantation and replacement on (B)(6) 2016.